Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Index surgery: (B)(6) 2015. Revision due to mechanical loosening of integrip cup despite screw fixation. Very poor bone due to periprosthetic ostelysis from previous implant failure. Index surgery was performed using competitor parts (microport) off label. This event report was received through clinical data collection activities.